Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found. The distal low voltage electrode of the lead was covered in body tissue and fibrotic growth. Visual summary analysis of the lead indicates apparent explant damage and lead stretching.

Event description:
It was reported that the patient called to report that the patient believes the leads became disconnected from the battery. The patient¿s healthcare provider had previously clarified that the patient¿s right atrial (ra) and left ventricular (lv) lead had dislodged verified by fluoroscopy. The leads demonstrated complete loss of capture at all programmable pacing outputs. The leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.